Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted distal gastrectomy, the device did not fire, but the handle was showing that the firing was completed. The operation was continued with another stapler and a new cartridge. The event occurred during the procedure, but the product reported was not used on the patient.